Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. Based on the information received, the cause cannot be conclusively determined; however, surgical technique likely contributed to the event. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the patient died after the implantation of an edwards 25mm mitral valve. As reported, the native mitral valve was severely calcified and no chordal and papillary muscles preservation could be done. Left atrial wall was also severely calcified, and after weaning off from cpb patient developed bleeding from the left atrium suture line due to disruption of calcific plaque. This was resutured. During attempts at coming off cpb the second time, bleeding was noticed from posterior left ventricle wall. Surgeon tried to resuture but left ventricle wall kept tearing from the suture line and bleeding could not be stopped. It was reported that patient had a small left ventricle cavity and also highly calcified. The patient could not survive and unfortunately died post-surgery.

Manufacturer narrative:
Corrected data: correction in date of event from (B)(6) 2017. Correction in report date from 05/25/2017 to 05/17/2017. Correction in date received by MFR of initial report from 05/25/2017 to 05/17/2017.